Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 to (B)(6) 2018. The customer's blood glucose was over 600 mg/dl. Customer¿s blood glucose was 437 mg/dl at the time of incident. The customer experienced abdominal pain, nausea due to high blood glucose. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with syringe and intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer did not report leak and air bubble in both reservoir and infusion set. Customer reported basal rates were programmed accurately. Customer reported bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.